Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an air-in-line alarm while in use at the patient¿s home. Medical intervention was required, and the patient was medically affected. Additional in-line components were utilized during the event. The incident resulted in a delay in treatment, and patient harm was reported.